Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned the blade and found the burr tip completely broken off and measuring approximately measuring approximately 52mm. There was evidence of use as biomaterial was adhered on the tip. The inner rod still remained intact with no missing fragments. The blade was then inserted into a test device and resistance was felt at the device connector. The test device was soaked with a lubricant (milk) solution and the collet popped up confirming the blade was fully engaged and locked properly. No further testing could be performed on the blade due to the physical damage. The cause of the reported complaint could not be conclusively determined since the customer¿s handpiece was not returned for evaluation. Although, the evaluation did note that the handpiece should be lubricated in order to secure the blade properly; otherwise, it may not fully lock the blade in place and therefore affect the blade¿s performance.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during a therapeutic functional endoscopic sinus surgery (fess) procedure, two of the diamond taper burrs broke off and fell into the patient. It was reported that the surgeon was drilling against cartilage and bone when the breakage occurred. The device fragments were retrieved with an unknown device. There was no bleeding reported. The intended procedure was completed with a third similar device. There was no patient injury reported. This is report 2 of 2.